Event description:
It was reported that there was a wireless alert for high atrial impedance greater than 2500 ohms. The atrial impedance started being unstable in (B) (6) 2009 and tripped alert on (B) (6) 2010. The trend shows increasing and decreasing variability since then. There also appeared to be loss of capture, and there was noise. The technical consultant did not believe there was as setscrew issue, but rather that there was a possible lead dislodgement or cardiac event. On (B) (6) the impedance issue could not be reproduced, and fluoroscopy showed proper lead placement and no dislodgement. The doctor assumed a setscrew issue, and when examined upon explant, there was blood noted in the atrial port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) no anomalies found, grommet damage observed.